Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they received a critical pump error alarm on the insulin pump. They saw a red x on the display. Their blood glucose was 9.3 mmol/l at the time of the incident. The device had been bumped or dropped. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed the self test, rewind, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device had no critical pump error alarms.